Manufacturer narrative:
The device was returned to olympus for inspection. Based on historical data, possible causes probable causes due to some kind of stress such as damage or deterioration of parts, operational problem, and storage problem. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited air and water supply nozzles were corroded. There was no patient involvement.